Event description:
The product was used on a 43-year-old immunocompromised female that was admittedthrough the emgergency department at (b)(6) Hospital in (b)(6). The device was left in the rectum after visual evidence of blood in the collection bag. The presence of blood wasmentioned to the Intensive Care Unit staff and it was dismissed as being the patientsmenstrual cycle. Menstrual blood is not evacuated through the rectum. The use of thisdevice resulted in irreparable damage to the patient's rectum in the form of ulcers andfistulas. These fistulas became connected to the patient vagina, resulting in fungalinfections of both candida and cryptococcus neoformans. The latter fungal infectionplayed an integral role in the patient's death.